Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a set screw with a rounded socket and that the set screw was found in the connector bore. Concomitant medical product: 694765 lead implanted: (B)(6) 2006.

Event description:
It was reported that high impedance was noted on the right ventricular lead. During the revision procedure, high impedance and high thresholds were noted after the replacement lead was connected to the device; however, analyzer measurements were noted to be okay. The physician decided to replace the device. After connecting the new device to the new lead, all measurements were noted to be okay. The chronic lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.